Event description:
A customer reported a "red, swollen, and painful" podsite that became puss-filled. He saw his family doctor and was prescribed antibiotics to treat the infection. Customer reports he cleans the site prior to applying pods. The pod was discarded and there will not be returned for evaluation.

Manufacturer narrative:
The device was discarded and therefore unavailable for evaluation. We are unable to determine if any product condition contributed to the pt's infection. No product lot number was reported, so no review of lot qualification (including sterilization) records was possible. The monipod user's guide warns "to minimize the possible. The omnipod user's guide warns "to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water, and keep sterile materials away from any possible germs," and cautions "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider." It advises to "at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge, or heat."